Manufacturer narrative:
Reported event of clip failed to release from catheter. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02295 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02296 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-02297 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the sheath of the first clip was removed and then inserted into the patient. Once inside the patient, the clip would not release from the catheter to deploy. A second and third clip was were used, also removing the sheath before being inserted into the scope, but the same issue occurred. Therefore, another resolution clip device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.